Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with an incomplete flap in the left eye. Initially, the site would randomly have "sticky" flaps, but it seems that the past three to four weeks it has become more frequent and occurring with multiple physicians. The event usually happens in the right eye but occurred in the left eye with this patient. The flap issues occur in both the bed and side cut at the six to nine o`clock area. The surgeon is sometimes required to use a blade on the side cut.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During a onsite visit, the fse (field service engineer) qualified the system and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).